Manufacturer narrative:
Concomitant medical products: 500ml baxter bag lot y324897 exp feb21, 0.9% sodium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing leaked at the pumping segment. Initial reporter stated that after a leak was found, it was noticed that the tubing had separated below the slide clamp at the pumping segment. The tubing was replaced. There was no patient harm.

Manufacturer narrative:
The customer's report that the tubing leaked at the pumping segment was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. There was a tear in the silicone segment directly below the upper fitment component. No other damage or issue was observed. Although damage was observed, the as-received set was attempted to be re-primed. Fluid leaked from the tear. No leak or any issue was observed from anywhere else. The set was also pressure tested and fluid within the set leaked from the tear. No other leak or issue was observed. The cause of the leak was due to a tear on the silicone segment component. The root cause of the damage was not identified. The customer's other report that the tubing had separated below the slide clamp at the pumping segment was not confirmed. The set's tubing engagements were slightly tugged. No separation was observed. The root cause was not identified.

Event description:
It was reported that the tubing leaked at the pumping segment. Initial reporter stated that after a leak was found, it was noticed that the tubing had separated below the slide clamp at the pumping segment. The tubing was replaced. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.